Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73d1600558 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips were stuck in the applier jaws. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were two clips remaining in the cartridge. The returned sample appears used as there is biological material present on the cartridge. The cartridge was microscopically examined and it was found that the cartridge appears to have been scraped at multiple locations. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. Both of the returned clips were able to properly load into the jaws of the applier and close. No functional issues were found with the returned clips. The IFU for this product, l06112 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Other remarks: proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "clip stuck in applier" was not confirmed based upon the sample received. Upon functional inspection, the two remaining clips were both able to properly load into the jaws of a lab inventory applier and close. The cartridge was received with damage to the green slots that appear to have been scrapped. The damage is consistent with damage that can be caused when an applier is not properly inserted into the slots to retrieve a clip. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
The clips were stuck in the applier jaws. The patient's condition was reported as fine.